Manufacturer narrative:
Additional information: updated event description.

Event description:
A user facility biomed technician reported to technical support that a 2008k2 machine experienced uf goal changed during patient treatment. The patient was able to complete treatment on the same machine and did not experience any adverse effects as a result of this incident. Upon follow up with the charge nurse, it was confirmed that the machine changed the uf (ultrafiltration) goal from 5000ml to 3000ml approximately half way through the patient¿s (B)(6) 2018 hemodialysis (hd) treatment. It was confirmed there were no machine alarms, the up/down arrows were not used to manually adjust the uf goal and treatment time, and the uf was not turned off at all during treatment. The patient was able to successfully complete treatment and with no injury, adverse event, or medical intervention reported. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient, treatment, and machine details were requested, however not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported a fresenius 2008k2 machine that experienced an unexpected change to the ultrafiltration goal during patient treatment. The patient was able to complete treatment on the same machine and did not experience any adverse effects as a result of this incident. Due diligence attempts were exhausted, but additional information was not provided.